Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr xl - left, reason(s) for revision: pseudotumor of the left hip with suspected alval metallosis, inappropriate release of ions from cr-co, extended on the anterolateral surface of the left thigh.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr xl - left. Reason(s) for revision: pseudotumor of the left hip with suspected alval metallosis, inappropriate release of ions from cr-co, extended on the anterolateral surface of the left thigh. Update received 4th september 2014. Revision date amended in line with scf. Additional surgeon added. Two additional hospitals added. Additional reasons for revision added. Dp47 number added. Reason(s) for revision: pseudotumor of the left hip with suspected alval metallosis, inappropriate release of ions from cr-co, extended on the anterolateral surface of the left thigh, alval / soft tissue reaction, pain, noise. Query confirmation received 11th september 2014. Revision date and products confirmed. Implant date added for cup. This is the second part of a resurfacing to xl revision. Please see (B)(4). For revision of resurfacing head. Cup implanted on (B)(6) 2006. Resurfacing head revised on (B)(6) 2007. Xl products implanted. Cup and xl products revised on (B)(6) 2014.